Manufacturer narrative:
At the olympus service center, the customer¿s issues were confirmed. Glue was missing on the probe screw and there was a cut on the pink probe. In addition, there was flare in the image. The glue was peeling on the bending section cover. The cement was peeling on the objective lens and light guide lens. The ultrasound image had twenty (20) broken elements. The bending section had a cross eye in the right direction. The insertion tube was squashed near the twenty (20) and fifty (50) marks and there were scratches. The ultrasound cord also had scratches. The angulation was out of standard. The control knob movement up/down was loose. The caution label on the ultrasound connector had loose edges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the ultrasonic gastrovideoscope had a halo in the lens, the distal end was damaged, and there were rounds seen on the video. The issue was found in reprocessing. The diagnostic upper endoscopic ultrasound (eus) was completed with the same device. No other devices were involved in the event. No patient harm reported. During the evaluation of the device, it was noted there was a cut on the pink probe. This report is to capture the reportable malfunction of the cut on the pink probe noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the issue occurred because an external force was applied to the ultrasonic probe due to handling. The instructions for use (IFU) provides the following guidelines: chapter 3 preparation and inspection inspection of the bending mechanisms inspection for smooth operation 3. Inspect the surface of the insertion tube for dents, bulges, swelling or other irregularities.